Event description:
A customer stated that unexpected negative reactivity was obtained when testing a patient sample with a history of having anti-e and a possible anti-jka.

Manufacturer narrative:
Upon repeat testing using a different lot of indicator cells, the customer obtained the expected positive results. Unable to rule out that initial vial of indicator cells had become compromised. Additional investigation could not be performed due to the initial lot, 221947, expiring on 11apr2013. A product deficiency was not identified.